Event description:
Customer reported that he was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading was over 600 mg/dl. Customer stated that he lost his quick serter. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.